Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was identified during the delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 11, 2023 - march 12, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.